Event description:
Complainant alleged that during patient use, the autopulse® platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. The crew reverted to manual CPR (exact length of time was not provided). It is unknown if the patient survived or if rosc (return of spontaneous circulation) was achieved. Customer also indicated that the user advisory was later cleared. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
Product in complaint was returned to zoll on 10/06/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows that the battery lock clip was bent. The physical damage found during visual inspection is not related to the reported complaint. The damage appears to have been mishandling since the autopulse platform was manufactured in 10/2012. A review of the autopulse archive was performed and the reported complaint was confirmed. The archive data shows that multiple ua41 faults occurred on the reported event date of (B)(6) 2014. In addition, ua12 (lifeband not present) fault was also observed on the reported event date. However, this fault is not related to the reported complaint. Functional testing was performed and the reported complaint was not verified. The platform was run for 30 minutes using a test mannequin and a large resuscitation test fixture (equivalent to 250 pound patient) and no problems were observed. Based on the investigation, the parts identified for replacement were the temperature sensor cable and the battery lock pin. In summary, the reported complaint that the platform displayed a user error 41 fault was confirmed based on the archive review but could not be reproduced during functional testing. The temperature sensor cable will be replaced as a precaution. The physical damage found during visual inspection is unrelated to the reported complaint. Upon replacement of all parts, the platform was re-evaluated through functional testing and the platform passed all testing criteria.

Event description:
Additional information was received from the customer: it is unclear if this event occurred on a patient or during a shift check. Customer also indicated that the error could not be replicated.